Manufacturer narrative:
(B)(4). A medtronic representative reported that the site had previously ordered a back up to replace the tracker. They chose to use the tracker until it was completely worn out and then disposed of the tracker. No lot number or manufacturing date was available.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.

Event description:
A medtronic representative reported that, while in a spine procedure, a screw on the site's purple teratracker was found to be stripped. No further details regarding the damage, or how it occurred, were provided. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Device lot number, or serial number, not available. PMA 510(k) number not available. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. Return requested. No parts have been returned to manufacturer for analysis.